Event description:
After surgery on (B)(6) 2010, the sales rep noted that the prongs on an incompass universal driver were bent. There was no problem during the surgical procedure. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.